Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be confirmed through the event history log nor reproduced during evaluation. The pump was operating within specifications. The device was returned to the customer.

Event description:
It was reported that a spectrum pump turns off without user input with a charged battery. It was also reported that there was no patient injury.